Event description:
Distributor requested repair of an ambulatory infusion pump due to "over infused". No patient involvement.

Manufacturer narrative:
Additional information: adverse event problem. One cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. During investigation the pump was visually inspected, and delivery test was performed, and the pump failed. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service's replaced the pump expulsor to correct the reported problem. The root cause of the reported problem was the faulty expulsor.